Event description:
This record is a consolidation of records summarized as a part of the FDA Voluntary Malfunction Summary Reporting program. Events occurred between April 1- June 30, 2026.This report summarizes 1 malfunction events(s), where it was reported the devices experienced Accessible sharp edges exposed (Metal) . No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA Voluntary Malfunction Summary Reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. EVALUATION RESULTS FINDINGS:1 device: Latch / Fracture Problem. There was no remedial action taken. This device is not labeled for single use.